Event description:
It was reported the customer had a keypad anomaly. The customer stated their buttons were unresponsive. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons function properly. No keypad anomaly noted. The connector on lcd board was inspected and no anomaly noted. No cosmetic damage noted.